Event description:
It was reported that the usb cable broke off into the charging port. The customer was able to remove the damaged cable from the port. The usb cable was no longer able to be used to charge the pump. Tandem technical support sent customer a replacement usb cable to address the issue. Customer¿s blood glucose level was approximately 140 mg/dl.

Manufacturer narrative:
Device not returned.